Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an upstream occlusion alarm occurred. The patient denied any kinks in the tubing or closed clamps. Medication bag was placed upright, and patient denied any observable air bubbles. The batteries were removed, tubing was clamped, and the cassette was removed. Air bubbles were noted across the top of cassette. Tubing was massaged while green tab was depressed and cassette tapped on a hard surface. The patient stated that she was unable to break up a large air bubble despite several attempts. The cassette was reattached, batteries were reinserted and pump turned on but alarmed returned immediately. No patient injury was reported.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is a faulty uso (upstream occlusion) sensor; however, this cannot be confirmed as no product was returned for investigation. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.